Event description:
It was reported that a 6f angio-seal vip was deployed in the right common femoral arteriotomy (rcfa) post cardiac catheterization. Following deployment, the groin began to bleed. It would stop if the suture was held firmly upward. Manual pressure was applied, and the patient began to complain of leg pain. The patient was taken to surgery where the anchor and collagen were found inside the artery. The angio-seal components were removed and the vessel repaired.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) states a compete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the back compaction marker in order to prevent anchor deformation and/ or collagen tearing.